Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of occlusion with an infusion set. The blockage was found to be at site. Patient changed supplies as necessary and resumed insulin therapy. No further information available.